Event description:
A male pt underwent aaa repair with right approach on (B)(6) 2013. The pt was suitable for endovascular repair and the procedure was conducted as labeled. The complaint device was used as a contralateral iliac leg graft. Though the physician intended to place the deice with one stent overlap, the leg graft migrated downward. Since the physician judged that the overlapped site was not long enough (one stent overlap was planned but the leg graft was placed only with 0.7 overlap.) An iliac leg graft was additionally placed to reinforce the overlap between main body and the migrated iliac leg in consideration of the potential risk of endoleak and others during long-term follow-up. There have been no adverse effects to the pt reported.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.